Event description:
Initially reported that the top broke off during a procedure. No patient injury. On (B)(6) 2013 customer reports, the brand new device, first use, broke off in the patient mouth during the closing/suturing of a tonsillectomy on a (B)(6) female (B)(6) 2013. There was no patient injury but the mirror could have been swallowed and compromised the patient.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.